Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customer also reported that the insulin pump stopped working and received insulin pump error alarm. Customer stated the insulin pump beep and she looked at it and her time and date had to be reset. Assisted customer in reviewing alarm history. Customer stated they were able to clear the alarm. Customer able to complete rewound the insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No e15 alarm and no unexpected battery power loss anomaly during test noted.